Event description:
Sales representative reported patient "had an issue with one". Healthcare professional later reported right side "breast abscess, deep". Device was explanted.

Manufacturer narrative:
Continued d4 serial number: (B)(6) (reported number does not populate.) The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "breast abscess, deep".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "breast abscess, deep". The device has been explanted.